Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation procedure the faradrive steerable sheath clear was selected for use, and air was entering through the valve. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Event description:
It was reported that during a pulsed field ablation procedure the faradrive steerable sheath clear was selected for use, and air was entering through the valve. The sheath was replaced, and the procedure was completed successfully without patient complications. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was returned for analysis with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Microscopic inspection of the hemostatic valve identified the internal valve torn by the center slit on both faces. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the internal valve torn by the center slit.